Manufacturer narrative:
Complaint / failure description: the product was directly involved in the event, which occurred during patient treatment. It was reported that the oxygenator was no oxygenating adequately. Due to this, the oxygenator was exchanged during patient treatment. Investigation results: no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed, and no similar complaints were found. Additionally further dates / information of the event reported were requested by maquet cardiopulmonary gmbh. Thereupon the customer stated on (B)(6) 2020, that "no further dates are available, and the complaint could be closed." Based on this, it was not possible to evaluate the root cause of the reported event. The most probable cause of the event could be an insufficient anticoagulation, which caused occlusion of the extracorporal circulation, and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient (mit-068 risk assessment quadrox-I small adult/adult, quadrox-ID adult (dms#(B)(4)). Thus, the reported failure could be confirmed. Based on the information available at this time, the cause of this failure was determined to not be attributed to a device related malfunction. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program, and additional investigations, or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in (B)(6). No harm to any person reported. It was reported that ¿during the perfusion, the oxy suddenly no longer oxygenated adequately. There was no increase in pressure, and no visible thrombi¿. According to the complaint report the oxygenator was exchanged. No other patient related actions were performed. Complaint ID: (B)(4).